Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this is a duplicate report of 3004753838-2025-041308.

Manufacturer narrative:
(B)(4). 3004753838-2025-049169 was reported in error. Please disregard initial reporting of this event as this event is a duplicate report of 3004753838-2025-041308.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate readings. The event was reported via a user report, and the patient was contacted for a follow. The patient would have reduced hypoglycemia awareness and experienced a severe episode of hypoglycemia which resulted in a road traffic accident. No specific symptoms were reported. The patient stated that the accident was caused by inaccurate readings. When the patient checked their cgm reading, it was reading 5.2 mmol/l; and when a fingerstick was taken by the paramedics the blood glucose reading was 1.4 mmol. The patient was given intravenous treatment, and after the treatment the ¿reading¿ was 9.0 mmol/l. The patient was admitted and was discharged the day after the event, after having spent more than 24 hours at the hospital. When the patient left the hospital the ¿reading¿ was 15.0 mmol/l. According to the report, when cgm data was reviewed after the event, signal loss was noted prior to the event, which has been documented in (B)(4). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.